Event description:
Attempted to intubate pediatric patient and light would not turn on. All handles of the same type were pulled and about 50% of them had also failed. We have handles from 4 different lots that failed. I am unsure which lot the handle came from that wouldn't work on a patient as the packaging had been thrown away. I will enter a form for each separate lot.